Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad buttons that were less responsive and harder to press. It was also reported that the pump rejected batteries and random insulin flow block alarm. Customer declined to provide their blood glucose, customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. No product is expected to return for analysis.